Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at patient¿s pre-op check for an unrelated procedure the current egm (electrogram) indicated one right ventricular (rv) undersensed beat. The nurse noted that on the patient¿s chart for the physician to review. The rv lead remains in use. No patient complications have been reported as a result of this event.